Event description:
It was reported that the device was received without info as to what the issue was. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specification for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.